Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found mid-stent damage, with stent struts lifted and pulled proximally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed distal tip damage. A visual and tactile examination of the hypotube found multiple severe hypotube kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a break at the port bond, 118.5cm distal to distal strain relief, with the corewire exposed and kinked at the break site. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.50 x 38 synergy drug-eluting stent was advanced to treat the lesion; however, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.50 x 38 synergy drug-eluting stent was advanced to treat the lesion; however, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.